Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an unknown stem was reported. The event was not confirmed. Device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. The event could not be determined because insufficient information was provided. Further information such as device identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2006 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level, corrosion and altr involving an accolade stem which was mated with a lfit v40 cocr head was reported. . The event was confirmed only for abnormal ion levels and corrosion based on medical review method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: confirmation: the revision event was confirmed. Mildly elevated metal levels were confirmed. Evidence of taper corrosion was confirmed. Injuries outside of the revision event could not be confirmed without additional records. Device recall could not be confirmed without lot numbers or other documents. Root cause: the root cause was likely an lfit-tmzf taper issue and potentially lfit recall. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: : there have been no other similar events for the reported lot. Conclusion: it was reported that patient was revised due to excessive metal ions, taper corrosion and altr. The event was confirmed only for abnormal ion levels and corrosion based on medical review the exact cause of the event could not be determined because insufficient information was provided. Additional information return of the device are needed to fully investigate the event. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA if further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2006 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood. Update : altr reported as per medical records.